Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a blood glucose result of 120 mg/dl on the active meter and she was not feeling very well. It is unknown what type of symptoms the patient was having. The patient went to the hospital and the blood glucose result was 60 mg/dl at the hospital. The exact timeframe between the 120 mg/dl and 60 mg/dl results was unknown. The patient was treated with glucose and could not remember if another medication was given. It is unknown how long the patient was in the hospital. Return of the suspect device was requested for evaluation.